Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation and tachycardia. It was also reported that the threshold on the right atrial (ra) lead varied. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.